Event description:
The pt's age and gender were unk. The target lesion was in the proximal through distal rca. All lesion info was unk. Two cypher stents (3.5/23mm, 3.5/28mm) were implanted (details unk). The date of this procedure is not known. In 2009: restenosis was observed inside the previously implanted two cyphers stents (3.5/23mm and 3.5/28mm) in the proximal through distal rca. In addition, a fracture was noted within both stents. The vessel was moderately calcified and moderately tortuous. There was 90% stenosis. To treat the restenosis and stent fracture, pre-dilation with a 3.5mm balloon (brand unk) was conducted and a 3.0 x 18mm cypher stent was implanted.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures have been observed in long stented segments including those in which overlapping stents have been used. Possible predisposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. The curvature of the vessels during cardiac contractions within the limited intra-thoracic space may induce high mechanical stresses, particularly in the vessel ostium. Restenosis is a potential adverse event associated with coronary artery stenting pts who are known to be at high-risk for restenosis including those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Based on the limited available info, it is not possible to determine the cause of the stent fracture; however, it is most likely due to mechanical stresses resulting from cardiac contractions. In turn the restenosis was likely a result of the complete fracture, which left the segment unprotected by sirolimus. There is no evidence to suggest that this event is related to a mfg issue or any other defect of the device. Cypher product is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product (cxs). This is one of two reports submitted for the same event. Please ref MFR report #: 9616099-2009-01803.